Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. The customer reported moisture in the primeline lid in surgery. The surgery was delayed 15-20 minutes. There was no harm to the patient. Two med watch repots filed for this incident include: 2916714-2016-00845, 2916714-2016-00844.

Manufacturer narrative:
No product is at hand. Conclusion and root cause: no product is available and therefore an analysis is not possible. No CAPA is necessary.